Event description:
Discovery of packaging integrity disruption noted by tears and holes, etc found in the trapping material leading to contamination of sterile supplies, sterile field contamination possible and verified, and reordered. Physician notified as appropriate.